Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products: 00620206220 shell porous with multi holes 62 mm 63034977; 00630506236 liner standard 3.5 mm offset 36 mm 63050628; unknown m/l taper stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04527, 0001822565-2017-04528 and 0001822565-2017-04530.

Event description:
It was reported that the patient's right hip was revised due to reaction, osteolysis, loosening and wear post implantation. Surgeon noted adverse tissue reaction around the hip joint and corrosive residue between the taper and trunnion of the femoral stem.